Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during conversion testing at implant, a 65 joule shock was delivered and did not convert the patient. Four external shocks were then delivered which also did not convert. Asystole was observed and cardiopulmonary resuscitation was successfully performed. Fluoroscopic evaluation found the electrode was not optimally positioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on march 7, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this electrode remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during conversion testing at implant, a 65 joule shock was delivered and did not convert the patient. Four external shocks were then delivered which also did not convert. Asystole was observed and cardiopulmonary resuscitation was successfully performed. Fluoroscopic evaluation found the electrode was not optimally positioned. No additional adverse patient effects were reported.